Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge and stimulation was not lasting as long as it used to. The patient underwent an ipg replacement procedure and the explanted device was discarded by the medical facility. There were no reported complications postoperatively.